Manufacturer narrative:
The insulin pump had blank display due to corrosion on electronics. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low battery alarm, excessive no delivery alarm due to blank display. Pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert. The customer's blood glucose level was 4.2 mmol/l at the time of the incident. The customer received multiple low battery alerts over the last week. The customer received occasional no delivery alarms. The customer did not report any weak battery alerts. The product was returned for analysis.